Manufacturer narrative:
Product event summary: the data files and balloon catheter, with lot number 18297, were returned and analyzed. The data files showed that at least thirteen applications were performed with the catheter. Some applications had flow and temperature issues and multiple applications were non-sustained. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. Dissection/ pressure testing showed a guide wire lumen kinked and breach at 1.380 inches proximal from the tip. In conclusion, the catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the mapping catheter was in the right inferior pulmonary vein (ripv) during a cryo ablation procedure, it was difficult to pull the balloon catheter out of the sheath using the hockey cross, several times. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The cables were replaced with no resolve. The catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. Additional information reported that the balloon catheter subsequently tested out of specification per the manufacturer's investigation due to a guidewire lumen kink and breach.